Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: - no product or photographs were returned; visual and dimensional evaluations could not be performed. - review of the device history record identified no deviations or anomalies during manufacturing. - root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: - visual inspection of the returned product confirms that the device is fractured and not all fractured pieces were returned. The device also wear consistent with usage of device. -the root cause can be contributed to normal wear and tear of device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant devices : vngd ant stblzd brg 12x71 catalog #: 189062 lot #: 708090. Vanguard cr ilok fem-lt 62.5 catalog #: j6986665 lot #: 767860. Biomet cc I-beam tray 71mm catalog #: 141223 lot #: j6643988. Series a pat std 31 3 peg catalog #: 184764 lot #: 950430. The complainant has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reference report: 0001822565-2021-02269.

Event description:
It was reported that the drill bit fractured while drilling through cut guide. All proper surgical techniques were used and all pieces were retrieved. Attempts have been made, but no additional information is available at this time.